Event description:
The customer called for help with his contour meter. While troubleshooting, the customer alleged that the meter display was missing segments. He had not been aware of the missing segments, but no adverse events were alleged. The meter was returned for evaluation. A replacement meter was sent to the customer.